Event description:
It was reported that the pump touchscreen was unresponsive and nonfunctional. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.